Event description:
In 2009, the pt was implanted with three gore excluder aaa endoprostheses to treat an infrarenal, bilobed abdominal aortic aneurysm, and coil embolization of the right internal iliac artery. A 20-french gore introducer sheath was not used due to the pt's small calcified iliac system and general anatomy. The trunk-ipsilateral leg component was advanced outside the sheath and deployed. The physician was unable to cannulate the contralateral gate after repeated attempts, so the two contralateral leg components were inserted through the left brachial artery. The procedure was prolonged, but concluded without further complications. In the next day, the pt was treated for ischemia of the right lower extremity. A four compartment fasciotomy of the right leg was performed. The pt tolerated the procedure well. Subsequently, however, the pt experienced renal failure. Two days later, the pt suffered a cardiac arrest which led to death.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional devices related to this event: pxc121000/06634608 and pxc121200/06639487.